Event description:
On (B)(6) 2009, a gore tag thoracic endoprosthesis was implanted at the proximal end of another manufacturer's device to treat a 78 mm abdominal aortic aneurysm. The patient tolerated the procedure with no adverse event. On (B)(6) 2010, a computed tomography (CT) scan showed aneurysm enlargement of 92 mm. On (B)(6) 2011, a CT scan showed the aneurysm to measure 93 mm. On (B)(6) 2012, a CT scan showed the aneurysm to measure 112 mm. The same day, an additional device was implanted to treat the enlarging aneurysm. The patient tolerated the procedure and no further adverse events were reported.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the root cause of the aneurysm enlargement could not be determined with the provided information.